Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, the internal manifold assembly was suspected to be the cause of the issue. This condition can affect gas-delivery control and contribute to variability in the monitored nitric oxide concentration. The manifold was replaced, and the device subsequently met all manufacturer specifications for nitric oxide delivery, gas monitoring, and all other functional performance checks. Based on the results of the device evaluation and the information available, the investigation concluded that the root cause of the reported event was a malfunctioning manifold. No additional device faults or manufacturing defects were identified. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a pediatric patient using the (d4) device, fluctuations in the monitored no concentration were observed. According to the hospital's report, the monitored no concentration ranged from approximately 2.5 ppm to 60 ppm. The device was subsequently removed from the patient and exchanged for another unit, after which no further dosing issues were reported. No harm to the patient or sustained changes in the patient's clinical status were reported. Ventilator mode and settings: hamilton g5; simv rate 35, vt 50cc, peep 7, I-time 0.6, ps 10, fio2 100%.